Manufacturer narrative:
A medtronic representative reported that while in preparation for a spinal fusion procedure, the imaging system's application showed the gantry door as not completely close even though it appeared to be completely closed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. The issue was later resolved by preforming a positioner calibration. No further issues were reported. A software investigation was also completed. This investigation was unable to determine the root cause of the reported event since the system logs were not provided by the site. A subsequent full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in preparation for a spinal fusion procedure, the imaging system's application showed the gantry door as not completely close even though it appeared to be completely closed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.